Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital with right-sided weakness and vomiting. Computed tomography (CT) scans were completed, and hemorrhagic stroke was noted. CT results included a large intraparenchymal hemorrhage involving the left temporal, occipital, and inferior parietal lobes with intraventricular extension into the lateral and third ventricles as well as the cisterna magna. There was associated descending transtentorial herniation with effacement of the left perimesencephalic cistern. There was also local mass effect and edema surrounding the hemorrhage with left to right midline shift of 13 mm. There is also subarachnoid hemorrhage along the left convexity. There was no infarction on obvious mass. The right lateral ventricle was mildly enlarged which may have indicated mild early hydrocephalus. Mild microangiopathic white matter ischemic changes and mild cerebral volume loss. The visualized osseous structures were intact, and the visualized paranasal sinuses are well-aerated. International normalized ratio was 3.12. The patient was not responsive, and family of the patient decided to stop the left ventricular assist device (lvad) and allow natural death. The lvad operated as intended and no equipment would be returned. No autopsy would be done.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.